Event description:
On 26 may 2010, it was reported via a journal article that on an unk date, the pt underwent an abdominoplasty. Forty-eight hours later, the pt was readmitted with a necrotic umbilicus and localized cellulitis. The wound was thoroughly irrigated and a temporary v.a.c. Dressing applied with therapy set at 125mmhg continuous. Intravenous co-ampxyclav was started. By 72 hours post-débridement, the pt was clinically well and afebrile. The pt returned to the operative room for the removal of the v.a.c. Dressing and delayed primary closure of the abdominal wound. The pt was discharged home. During outpatient follow-up, the pt complained of a "lump scar." On palpation there were firm non-tender subcutaneous masses that were excised. Macroscopically, on bisection, the masses were found to contain a solid black material. Histology revealed regularly spaced refractile angulated jigsaw-like pieces of foreign material which contained fine granular black pigment. Kci was unable to verify the info on whether or not the foreign material was a kci dressing.

Manufacturer narrative:
Consistent with the manufacture's labeling, it was recommended by the authors that a count be made of the number of sponges used. A written record should be made in the operative note such that on revising the dressing the total number of sponges can be accounted for and verified prior to the attempt of wound closure. When initially applying the sponge it should be cut with a sharp object instead of tearing. Several unsuccessful attempts were made to gather info and comments from the authors. V.a.c. Therapy clinical guidelines, july 2007, available on line and in print states on page 3: accurately record the number of foam pieces used in the pt's chart and on a readily visualized place on the drape. When dressing is removed, count the number of foam pieces removed, correlate the count with the number of pieces previously placed in the wound and verify the complete removal of all the v.a.c. Foam dressing pieces.